Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of 14.0 diopter in the patient's right eye (od). The patient developed secondary glaucoma and the vault was found to be 1197 microns (determined to be excessive vault). The patient is on anti-glaucoma medications and present iop is under control. The lens remains implanted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated patient started to get secondary glaucoma in right eye (od). Lens remains implanted. Reportedly patient is on antiglaucoma medications. Present iop is under control. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.